Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. The patient indicated that they haven't been feeling stimulation for about six months so patient services helped them synchronize and their patient programmer showed that the stimulation was off at 1.2 volts. The patient said of course they aren't feeling stimulation because their stimulation is off. Patient services helped them turn the stimulation down to 0.0 volts and then on but they could not raise the stimulation. The patient does not have an antenna and patient services thinks that the patient kept moving the patient programmer away from their body. After multiple attempts, the patient said that they would follow up with their healthcare professional (hcp) for help. No further complications were reported/are anticipated.